Event description:
Determined to be reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, there was difficulty crossing the lesion. The lesion was located in the right coronary artery. The taxus liberte - 24 x 2.75mm was unable to cross the lesion and the shaft of the device was kinked. No patient complications were reported and the patient's status is stable. Device analysis revealed a shaft fracture.

Manufacturer narrative:
Device evaluated by manufacturer: the balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found a hypotube break approximately 180mm distal from the catheter's strain relief. There was a hypotube kink 20mm proximal from the hypotube break the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).